Event description:
A report was received that the patient's leads were starting to push out through the skin. The patient underwent a revision procedure. The physician buried the leads deeper and secured them with sutures. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, serial #(B)(4), description: linear 3-4 lead 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were starting to push out through the skin. The patient underwent a revision procedure. The physician buried the leads deeper and secured them with sutures. The patient is reportedly doing well following the procedure.